Event description:
Surgeon reports leading haptic snapped off at the base when passing through the wound. Surgeon reports there was no spare foldable iol available so the wound was widened in order to accommodate a rigid lens.